Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine (10 mg/ml at 2.789 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the logs were read post MRI, and there was no recovery of the motor stall on (B)(6) 2020. There were no environmental/external/patient factors that may have led or contributed to the issue and no actions/interventions taken. It was noted the issue was not resolved.